Event description:
It was reported that during the prep for a laparoscopic procedure using the hd autoclavable camera head, there was an abnormality in the color tone of the image. The device was powered off, and unplugged. After plugging in the connector again, the problem was unable to be resolved. When the power was turned back on, the image was blue, and it was speculated that the narrow band imaging (nbi) button was malfunctioning. When the nbi button was pressed again, the image turned bright red. It was then inferred the problem was related to the light source and the video system center. It was stated that the "subject" was recognizable even with the color off. As the customer did not have any spare equipment, and it was difficult to change the case date, the surgical procedure was converted from a laparoscopic approach to an open approach. This event requires three (3) reports, as the system as a whole was involved. Patient identifier (B)(6) is for the hd autoclavable camera head. Patient identifier (B)(6) visera elite video system center. Patient identifier (B)(6) is for the visera elite xenon light source. This report is for (B)(6).

Manufacturer narrative:
Upon evaluation of the returned device, the image issue was confirmed. The same video image issue occurred when reconnecting with an olympus asset video system center. It was found that the video processors used in combination may cause discrepancies in the failure images when the electrical signals transmitted from the video-jack on the camera head could not be transmitted normally to the video-processors side. It was confirmed that there was no change in the resulting defect images when the camera code protector was stimulated. Based on that, it was confirmed that there were no breaks in the protector area. There was no significant damage to the occurrence connector or the electrical contacts of the video connector. There was no significant damage to the camera head body and camera cable. It was also confirmed that there was no air leak. The device history record was reviewed - it was confirmed that the device was shipped according to specifications. Review of the IFU noted the following precautions: ¿ if the endoscopic image is not correctly displayed, the image sensor may be broken. If the power is continuously energized with the image sensor damaged, the camera head may become hot and you may get burned. Turn off the video system center immediately. The exact root cause could not be identified. However, as the video connector board of the camera head failed, electrical signals from the camera head could not be transmitted to the video processor side normally and it was assumed that the abnormal color tone of the image was caused by the video connector of the camera head.